Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device had an air leak during testing. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.